Event description:
It was reported that the patient required revision surgery of her left hip due to pain and increased chromium levels. Surgeon replaced mitch with a depuy cup and left the accolade tmzf in-situ.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-5044, lot # fm060031, description: mitch trh res hd sz44, manufacturer: depuy; cat # mac-9988-4450, lot # fm091404, description: std mitch trh cp sz 44/50, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Device remained implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding increased cr level involving an unknown accolade tmzf stem was reported. The event was not confirmed. Method and results: device evaluation and results: the accolade stem was not returned. A material analysis has been performed on the associated mitch components. The report concluded: ¿the material found on the machined tapered surface of the head contained ti-cr-mo-co, ca and p, consistent with biological material, material transfer from the femoral stem and corrosion products. No material or manufacturing defects were observed on the components examined.¿ medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿the accolade stem in this case has no device-related factors involved to play a role in the overall failure mode due to pain and elevated chrome ions. Neither would patient-related factors play any role.¿ conclusions: based on the available information, the reported event was not related to the accolade stem. X-rays confirmed adequate size and position of the stem with stable fixation in the bone and no apparent adverse bony pathology. Evidence of wear was noted on the mitch components. This event is under the scope of ra 2012-080, initiated in response to the field safety notice for mitch trh cup /head when implanted with the uncemented accolade stem. A review of post-market surveillance data suggested a higher than expected revision rate for this device combination. The field safety notice advises against this combination and recommends patients be followed according to local guidance/standard of care for patients receiving metal on metal articulations.

Event description:
It was reported that the patient required revision surgery of her left hip due to pain and increased chromium levels. Surgeon replaced mitch with a depuy cup and left the accolade tmzf in-situ.